Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the reportable event was cause traced to a system failure of printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation of the high definition lcd monitor, the power could not be turned on due to a system failure of the printed circuit board. There was no patient involvement.